Event description:
It was reported via a foreign professional paper that the patient presented in clinic for initial implant procedure. Upon post-op check on the following day, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to sense, decreased r-wave amplitude, and varying pacing impedance. Positioning instability of the rvlp was suspected. Programming changes were made. There were no patient consequences.